Event description:
Consumer claims that when compared with other similar devices, the device in question outputs values that are 1-1.5°c lower. Additional narrative: the device is not available for evaluation, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.